Event description:
It was reported that the patient would like to know if she can have an MRI of her back and she already has had a cat scan. The cat scan did not give pcp(primary care provider) the results they were looking for. MRI was not directly related to device or therapy and was related to the same issue, but not that device specifically. The patient had surgery and they did an epidural and there was some damage done to my spine and they were trying to figure out what was wrong with my spine related to the epidural from the surgery, but it wasn't the actual implant surgery, it was the repair surgery. This all happened (B)(4) 2014. Additional information received reported the patient do not have concerns with their device or therapy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reports that the repair surgery the patient had on (B)(6), 2014 was not related to her neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0j2le, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).